Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse). While troubleshooting the customer stated that the device was able to shut-down when switched from ac to dc and that the battery was from 2014. The rse determined that the battery needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the battery to resolve the issue and bring the device back to functionality. Operational testing was conducted and the device passed all required testing. Following the battery replacement, the device was placed back into service. The v60 service and user manuals specify that the battery replacement interval is every 5 years as part of periodic maintenance procedures. Based on this information, the battery was past its life expectancy.

Event description:
It was reported to philips that the device was difficult to power off the device. The device was not in clinical use at the time of the event. There was no report of patient or user harm.